Manufacturer narrative:
Service could no longer be completed on the unit as the device had reached end of life (eol).

Event description:
It was reported to the philips that the device is getting malfunction errors. There was no patient involvement.